Event description:
Clinical study: (clinical study patient ID: (B)(6)). It was reported that on (B)(6) 2021, a 35 mm amplatzer pfo occluder was successfully implanted in a patient. On (B)(6) 2021, the patient presented for their 30 day follow-up. During the visit, EKG showed a new atrial flutter at a rate of 135 bpm so the patient was started on metoprolol and rivaroxaban. On (B)(6) 2021, the patient was brought in for cardioversion and converted to normal sinus rhythm. The physician stated that the cause could possibly be due to irritation of the atrial tissue as a result of the procedure/device or the patient could have a history of atrial flutter that was never diagnosed/captured on previous EKG and two week ambulatory rhythm monitoring. No additional information was provided.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
An event of arrhythmia was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Clinical study: (clinical study patient ID: (B)(6)). It was reported that on (B)(6) 2021, a 35 mm amplatzer pfo occluder was successfully implanted in a patient. On (B)(6) 2021, the patient presented for their 30 day follow-up. During the visit, EKG showed a new atrial flutter at a rate of 135 bpm so the patient was started on metoprolol and rivaroxaban. On (B)(6) 2021, the patient was brought in for cardioversion and converted to normal sinus rhythm. The physician stated that the cause could possibly be due to irritation of the atrial tissue as a result of the procedure/device or the patient could have a history of atrial flutter that was never diagnosed/captured on previous EKG and two week ambulatory rhythm monitoring. No additional information was provided.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.